Event description:
The customer obtained 66 mg/dl and 260 mg/dl within 10 minutes on the accu-chek compact system. She ate a orange and banana and felt better 5 minutes later. No adverse event reported. New system sent to customer and return requested.